Event description:
It was reported that episodes of noise were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.